Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a low battery alert. The patient's blood glucose at the time of incident was 10.0 mmol/l. The customer had received a new battery cap but the low battery alert persisted. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was returned for low battery alarms. The power graph analysis confirmed low battery alarms and an abnormal unloaded voltage at the power management graph due to the non-sleep anomaly software error. The pump was received with a scratched case, a missing serial number label, a pillowing keypad overlay, and minor scratches on the lcd window.